Event description:
The customer originally returned their olympus evis exera iii gastrointestinal videoscope due to a unspecified auxiliary water supply issue. No customer contact information was provided to perform any additional information follow up requests. However, no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the subject device had undergone insufficient reprocessing. This report is being submitted to capture the insufficient reprocessing noted during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. Foreign material was found in the auxiliary water supply causing supply issues. This foreign material was evidence that the subject device had undergone insufficient reprocessing. Additionally, the distal end adhesive was found separated and floating. One light guide lens was noted chipped, and a leakage was found at the venting connector. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to insufficient reprocessing of the secondary water supply channel. The event can be detected/prevented by following the instructions for use which state: "inspection of the auxiliary water feeding function (for endoscopes with auxiliary water feeding only). If the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. Flush detergent solution and air into the auxiliary water channel (for endoscopes with auxiliary water feeding only)"olympus will continue to monitor field performance for this device.